Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however, a companion sample from the same lot was returned for investigation from the distribution center and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The contact of a peritoneal dialysis (pd) patient reported finding a fluid leak during the patient's treatment. The patient's contact reported that during the patient's treatment, fluid was leaking from tubing set. The patient contact was advised to contact the patient's pd nurse, the set was not made available for evaluation. During follow up the patient's pd nurse stated the patient has no infections and was not administered any antibiotics. No additional information was provided.